Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage of 3.09 volts, while the box label demonstrated a battery voltage of 3.25 volts. Due to this discrepancy, the decision was made to not implant this device.